Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient failed to recharge her ipg and hence the ipg was inoperable. The issue was confirmed by the sjm representative. The patient underwent surgical intervention on (B)(6) 2015 to remove and replace her ipg and the patient is receiving effective therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.